Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Manufacturer's product investigation laboratory for investigation received the trilogy evo blower. An internal visual inspection was completed by the manufacturer. Pil visually inspected the trilogy evo blower for visual defects and found none. The event log was unavailable from service. Pil installed the blower on the pil trilogy evo stb and started therapy with a test lung. Pil ran therapy for approximately 1 hour and the blower operates as expected. No ventilator inoperable or vent service required alarms occurred while running on the stb. Pil then tested the blower on the pil trilogy evo multifunctional test station for flow verification, pressure verification, blower temperature and aecm verification and passed all testing. The manufacturer concludes that they could not confirm the customer's allegation and the trilogy evo blower operates as designed. Blower scrapped.